Event description:
The bovie cautery unit cover had a defect in it. When the cautery was activated it arced through the defect causing a laceration of the patient's ileac vein. The vein was repaired. The cover device was inspected prior to use and no tears or punctures were noted, however two additional events that did not result in patient harm occurred the day before this event with the same device. One looked like a small tear or puncture, and the other looked like a small slit in the material. The packaging was not retained, however, the lot # from the storage area for the same product was c10222.======================health professional's impression======================defect in cautery cover caused patient injury when cautery device activated.